Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the insulation was cut separated consistent with procedural damage. The cause of the reported events was isolated to the procedural damage. No other anomalies were found

Event description:
Related manufacturer report number: 2017865-2023-37244. It was reported during remote follow up that the right ventricular lead exhibited a loss of capture and low pacing impedance. Imaging revealed that the right ventricular lead showed signs of clavicular crush and the atrial lead had insulation damage. Both leads were explanted and successfully replaced. The patient was stable.